Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 06-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the stimulation had become less effective over time. There were no known external factors that contributed to the issue. The implant was replaced due to end of service. The paddle lead was replaced due to bone growing between the paddle and dura that was rendering stimulation less effective over time. The issue was resolved at the time of the report.